Event description:
It was reported the screen is cracked. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) screen is cracked. Power cord door is broken. Head connector on a printed circuit board is loose and intermittent. (B)(4) rf (radio frequency) head cable found out of electrical specification.